Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of stress urinary incontinence on an unspecified date. During the procedure, mesh and a bard inlay and align urethral support were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to vault prolapse. Following insertion the patient experienced infection, urinary problems, organ perforation, recurrence and bleeding. The patient underwent repair of small bowel obstruction due to mesh erosion in 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion patient experienced adhesions.